Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10087. It was reported the patient (B)(6) was receiving stimulation in the wrong location. The patient's ipg had flipped in the pocket which induced a multi rotation on the lead. The patient underwent surgical intervention where the physician replaced the lead. The patient is now receiving stimulation in the correct location.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.